Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was complaining of pain associated with vns generator. Physician does not attribute the pain to vns stimulation as the pain did not align with their duty cycle. The patient was noted to be replaced on a later date due to migration. During the replacement surgery the surgeon noted that they did not see any anatomical anomies that could be attributing to the pain. The surgeon found nothing wrong with the lead and device diagnostics were normal. The patient was then successfully replaced with no issues. Chest area pain was thought to relieved by carefully repositioning the next generator however that has not been the case no additional or relevant information has been received to date.

Event description:
The product was noted to be received by the manufacturer. No other relevant information has been received to date.

Event description:
The surgery taken for the reported pain was concluded to be for patient comfort only. Patient manipulation is noted to be the cause of the migration.